Manufacturer narrative:
The device was not returned for eval and the lot # is unk. Based on the info provided, there is no evidence to suggest that the mynx device did not perform as intended. Based upon the info provided and investigation performed, the cause of the reported retroperitoneal hemorrhage is unk. The development of a new right pleural effusion confirmed by CT scan is highly supportive of a vascular injury in the neck with resultant hemothorax. The pt's death may have been caused by a chain of events culminated by hemothorax. This bleeding was in an incompressible position, and thus in an anticoagulated pt, is the most likely source of the pt's demise. Per the mynx instructions for use (IFU), the safety and effectiveness of the mynx device have not been established in pts receiving glycoprotein iib/iiia inhibitors.

Event description:
A female, with a history of seizures, was admitted to the hospital in 2009 for a left heart catheterization with intervention. She was placed on an intravenous (IV) integrilin drip overnight. The next day, she underwent successful coronary intervention with placement of a stent. The common femoral artery access site was at the bottom of the right femoral head but above the bifurcation. Her systolic blood pressure (bp) was in the 160's during the procedure. The pt was anti-coagulated with angiomax during the procedure, in conjunction with the prior overnight drip of integrilin. Following the coronary intervention, the physician, trained to mynx, proceeded to use the mynx device for femoral artery closure and hemostasis was achieved. Post procedure, while awaiting transfer, she experienced a drop in blood pressure and reportedly experienced a seizure. Pressure was applied to the groin site as a precaution for a retroperitoneal bleed (rpb). Subsequently, the physician attempted to place a central venous line into the internal jugular vein (due to low bp), without success. It was suspected that during this attempt, the common carotid artery (cca) was punctured. Pressure was applied to the cca. Access was successfully obtained in the left common femoral vein, and a central venous catheter was placed. The pt underwent a CT scan in which the findings included a moderate right retroperitoneal hemorrhage and a moderate to large hyper-dense right pleural effusion which probably represented a hemothorax. The pt was transferred to ICU where she subsequently coded and expired a short time later. It was noted by the staff that approximately 2 liters of blood was drained from the chest tubes.